Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with hysterectomy and cystoscopy due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh excision and autologous rectus fascia harvest on (B)(6) 2013 by dr. (B)(6) due to stress urinary incontinence.

Event description:
It was reported that patient underwent mesh excision and autologous rectus fascia harvest on (B)(6) 2013 by dr. (B)(6) due to stress urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal in (B)(6) 2011 due to urinary problems, dyspareunia, and vaginal pain. (B)(4).